Manufacturer narrative:
A user facility reported, "the end of each foley keeps coming apart." Deroyal industries, inc. Requested return of the device, and received it on 8/19/2025. A supplier corrective action request (scar) was issued to the supplier, spectrum plastics. The sample was also sent to spectrum plastics for their inspection. Spectrum reviewed and inspected the sample and stated that it appears that the sensor molded connector was not properly over-molded to the tubing and fell off with minimal force. The sensor wire that sits inside the sensor lumen was not kinked which indicated there was no excessive pull force exerted on the overall sensor. Deroyal inspected one case of foley's on hand at distribution and no issues could be identified through visual inspection. Because no lot number was provided, the specific device history record (DHR) could not be reviewed, however, deroyal did review photos provided in the scar from the supplier and noted that it appears that the sleeve was not properly positioned at the time the connector was molded. If this situation occurs, there is a risk that the sleeve may become disconnected from the connector. A complaint to sales ratio was conducted over the past two years and found to be 0.06%. Root cause: the issue occurred because the sleeve was not properly positioned during the connector molding process. This improper positioning allowed the sleeve to be displaced, creating a weak bond between the sleeve and the connector. As a result, there is a risk that the sleeve may become detached from the connector. Corrective and preventive action: the supplier did not take any corrective or preventive actions, however, deroyal did conduct additional training to ensure all molding operators were aware of this issue and how to detect the improper positioning. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, "the end of each foley keeps coming apart." Deroyal industries, inc. Requested return of the device, but it has not yet been received. A supplier corrective action request (scar) will be issued to the supplier, spectrum plastics. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A user facility reported, "the end of each foley keeps coming apart."